Event description:
The pt rec'd her scs system on (B)(6) 2006. It was reported that the pt's ipg stopped working two yrs ago. She experienced difficulty recharging the ipg. When the pt was originally implanted, she stated that the stimulation was extremely helpful. The pt had good health over a long period of time, and stopped using the device. Unfortunately, she is in pain again and needs to use her scs system. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.